Manufacturer narrative:
Test reservoir does not lock properly inside the reservoir tube due to broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform the basic occlusion test and occlusion test due to broken reservoir tube lip. Unit received with minor scratched display window, cracked battery tube threads, broken reservoir tube lip, missing reservoir tube o-ring and cracked case at reservoir tube window corner.

Event description:
The customer reported via phone call that the insulin pump was damaged at the reservoir compartment. Customer stated that the reservoir would not stay locked into place. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.